Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related and not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
This was a very high-risk pci with a type ii perforation in the left main after csi atherectomy. The bleeding was not resolve after balloon inflation and stenting. The pk papyrus covered stent was placed, but there was persistent effusion distal to the stent. Pericardiocentesis was performed. Patient developed cardiac arrest and required multiple rounds of CPR. Patient was intubated and a pericardiocentesis was performed followed by temporary pacemaker placement. Patient continued to spiral down into cardiogenic shock. Further multiple rounds of CPR for over one hour were performed. After additional prolonged balloon inflation and implantation of another pk papyrus stent, the bleeding was stopped, but patient was in cardiac standstill.